Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation it was being found that the new safety disk leaks whose differential pressure is out of range. But after running, the pim test it shows no.3 while the eye test was -10 as observed by the fse which was out of range (B)(6). Actually, the pim test had failed. A fse replaced d202-00-0140 safety disk, drive sidethere is no involvement of the patient during this incident. The failure analysis and testing department received the following part associated with this complaint: pn: 0202-00-0140, sn: (B)(6) safety disk. This part was received with a reported unit failure message of leak diff. Pres. Out of range. Performed visual inspection of this part received and part looks to be in good condition. Installed safety disks into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure message of leak diff. Pres. Out of range. Safety disk passed testing with result of leak diff. Pres. -5mmhg, the factory specification is +- 10mmhg. Retaining this safety disk in the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units safety disk is leaking and out of range. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.